Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that, during a lead revision (related manufacturer reference number: (1627487-2021-02244), the physician was unable to remove the l2 lead. Despite multiple attempts to safely remove the lead, it snapped and the distal end with the 4 electrodes remain attached to the l2 lead. As a result, the physician implanted a lead at the s1 location instead. Therapy was restored following the procedure.